Event description:
The consumer says she was brushing her daughter's teeth. The head of the toothbrush completely fell off in her mouth. The consumer didn't even notice it, when her daughter showed her what happened. The consumer contacted the retailer who took down a report and said they would call her back.